Event description:
It was reported that the patient presented to the emergency room due to the device delivering inappropriate hv therapy. Noise on the ventricular channel was observed and classified as vf. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.